Event description:
Baxter UK reports a patient reported to their unit with peritontis. The patient's transfer set had a hole in it. Patient is being treated with intraperitoneal antibiotics and is responding to treatment.